Manufacturer narrative:
A clinical investigation was performed. During a follow-up call on (B)(4) 2012, the pd nurse (rn) stated that the patient went into the clinic on (B)(6) 2012 with complaints of abdominal pain, nausea, and diarrhea. The patient was confirmed to have bacterial peritonitis and the patient began on antibiotics. The pdrn stated that the patient had very poor aseptic technique. The patient underwent a catheter removal on (B)(6) 2012 and was transferred to hemodialysis. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in aseptic technique and sterile field. Patient developed a gram negative peritonitis, and had a history of poor aseptic technique. There is no history of device malfunction which could have caused or contributed to this event of peritonitis. The actual device was not returned for evaluation. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
The peritoneal dialysis (pd) patient's relative reported a system error on the liberty cycler during dwell 2 of her pd treatment of (B)(6) 2012. The patient's relative state that her pd nurse had her doing 4 fills and 4 dwells instead of her usual 7 fills due to her having peritonitis. The patient's relative stated that the cycler's screen was going black at times, but she was able to resolve the issue by cycling the power. The patient re-setup her pd treatment with new supplies.